Event description:
During the index procedure, one endeavor sprint rapid exchange drug-eluting stent was implanted in the cx. Follow up at approximately 5 weeks post the index procedure, the patient had no ap symptoms. It was reported that approximately 7 months post the index procedure, the patient died. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (cardiac death).

Manufacturer narrative:
The patient died after ventricular fibrillation led by ventricular tachycardia. Prior to the death, cardiac massage, defibrillation and medication were administered as treatment. Cag was also performed.

Manufacturer narrative:
Approx 4 months post index procedure, the patient underwent a revascularization with unknown ballooning of the left main <(>&<)> lad to treat restenosis. On the same night, the patient developed severe agitation; cag identified 100% stenosis in the lmca, for which pci was performed again. The investigator assessed the events to be related to the device. The following day the patient suffered an ischemic stroke. The investigator assessed that the stroke was not related to the study device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
During the previously reported revascularization the cx and left post lateral vessels were treated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient has a history of diabetes and previous left ventricular function test. The previously reported ischemic stroke was treated with administration of clopidogrel. The cause of death is non sudden, cardiac death. Stent thrombosis also occurred approximately 4 months post index procedure which was treated with thrombus aspiration. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.